Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Date(s) of insertion: 08-sep-2015, 06-oct-2015 in current follow-up. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Case becomes incident. Product indication and essure implant date updated. Essure explant date added. Following events were added: migration of essure device, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression and anxiety. Event severity added for: abdominal pain and pelvic pain/pain. Lab data added. Lawyer added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "they had to stop the procedure and return in a month to place a second device" on (B)(6) 2015 and device difficult to use "it was difficult inserting the device on the right side" on (B)(6) 2015. The patient's medical history included multigravida (5 pregnancies) and parity 3 (3 deliveries). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ twinges of pain on right side"), dyspareunia ("same type of pain with intercourse"), abdominal pain lower ("abdominal pain/ severe cramping"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy, essure removal, cystectomy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, vulvovaginal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Date(s) of insertion: (B)(6) 2015, (B)(6) 2015 in current follow-up. Date(s) of removal: (B)(6) 2018 (as per pif) and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. Hysteroscopy - on (B)(6) 2018: tubal ostia appeared normal with no evidence of the essure devices in the endometrial cavity. Myosure device was then brought in and used to resect the polyps and additional endometrial tissue. Laparoscopy - on (B)(6) 2018: left tube opened at the cornual area in a linear fashion where the device was identified and removed. On the right side a linear salpingotomy was made over the cornual portion of the tube. The essure device was identified and then removed. Both essure devices were readily apparent through the serosa of the tube. The tubes were then removed by using a bipolar cutting forceps. The right ovarian cyst appeared hemorrhagic. An incision was made in the cyst and serosanguineous fluid was drained. Pathology test - on (B)(6) 2018: specimen(s): a: endometrium with polyps, b: right ovarian cyst, c: bilateral fallopian tubes, d: essure devices. Final diagnosis: a: endometrium, curettage: - fragments of benign endometrial polyp, - secretory endometrium, - no evidence of hyperplasia or malignancy. B: ovary, cyst, cystectomy: hemorrhagic corpus luteum cyst. C: fallopian tubes, bilateral, salpingectomy: cystic walthard rests. D: essure devices, removal: foreign bodies identified. Ultrasound pelvis - on (B)(6) 2018: history: pelvic pain, essure, dyspareunia in female. Findings: no fibroids are evident. Echogenicity compatible with essure device, the right essure may be minimally into the endometrium. The uterus is 7.7 x 4.5 x 3.8 cm. Endometrial stripe measures 3 mm and is normai for age and menstruai status. The right ovary is normai. The left ovary is normal. No adnexal masses are present. No free pelvic fluid is present. Impression: 1. No acute process demonstrated. 2. Question the right essure device slightly into the endometrium. Assessment/plan: the patient's history is compatible with the right essure device irritating the tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('heavy abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "they had to stop the procedure and return in a month to place a second device" on (B)(6) 2015 and device difficult to use "it was difficult inserting the device on the right side" on (B)(6) 2015. The patient's medical history included multigravida (5 pregnancies) and parity 3 (3 deliveries). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ twinges of pain on right side"), dyspareunia ("same type of pain with intercourse"), abdominal pain lower ("abdominal pain/ severe cramping"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy, essure removal, cystectomy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, vulvovaginal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure device inside her body. Date(s) of insertion: (B)(6) 2015, (B)(6) 2015 in current follow-up. Date(s) of removal: (B)(6) 2018 (as per pif) and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. Hysteroscopy - on (B)(6) 2018: tubal ostia appeared normal with no evidence of the essure devices in the endometrial cavity. Myosure device was then brought in and used to resect the polyps and additional endometrial tissue. Laparoscopy - on (B)(6) 2018: left tube opened at the cornual area in a linear fashion where the device was identified and removed. On the right side a linear salpingotomy was made over the cornual portion of the tube. The essure device was identified and then removed. Both essure devices were readily apparent through the serosa of the tube. The tubes were then removed by using a bipolar cutting forceps. The right ovarian cyst appeared hemorrhagic. An incision was made in the cyst and serosanguineous fluid was drained. Pathology test - on (B)(6) 2018: specimen(s): a: endometrium with polyps, b: right ovarian cyst, c: bilateral fallopian tubes, d: essure devices. Final diagnosis: a: endometrium, curettage: - fragments of benign endometrial polyp, - secretory endometrium, - no evidence of hyperplasia or malignancy. B: ovary, cyst, cystectomy: hemorrhagic corpus luteum cyst. C: fallopian tubes, bilateral, salpingectomy: cystic walthard rests. D: essure devices, removal: foreign bodies identified. Ultrasound pelvis - on (B)(6) 2018: history: pelvic pain, essure, dyspareunia in female. Findings: no fibroids are evident. Echogenicity compatible with essure device, the right essure may be minimally into the endometrium. The uterus is 7.7 x 4.5 x 3.8 cm. Endometrial stripe measures 3 mm and is normai for age and menstruai status. The right ovary is normai. The left ovary is normal. No adnexal masses are present. No free pelvic fluid is present. Impression: 1. No acute process demonstrated. 2. Question the right essure device slightly into the endometrium. Assessment/plan: the patient's history is compatible with the right essure device irritating the tube. Most recent follow-up information incorporated above includes: on 23-feb-2022: medical record received: reporter information and patient's demographics added. Surgery and lab data updated, events dyspareunia and device insertion difficult/ failed added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.